Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 30 aug 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 2026095-2021-00087 for the first report. Fill volume: unknown ml, flow rate: unknown, procedure: unknown, cath place: unknown, infusion start time: unknown, infusion stop time: unknown. It was reported that a patient from six months ago had come into the clinic and had a pump "that flowed in faster than expected." There was no reported harm to the patient. Per additional information received from the distributor on 18 aug 2021 there is no further information available on this event.